Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00579 captures the first device. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2015. According to the complainant, the patient was reported to have a patulous cervix with anatomical limitations. The physician reportedly used an allis clamp. During the ablation procedure, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a first degree burn on her vulvo-vagina area. Antibiotic ointment and ice were applied to the burn area. The patient¿s condition at the conclusion of the procedure was reported to be stable. An additional attempt has been made to obtain follow up event details with no response from the clinician.